Manufacturer narrative:
Date of event: unknown. Investigation summary: customer returned (20) loose 1cc, 8mm syringes. Customer states that the barrels appear larger and the syringes will not draw medication. All returned syringes were examined and no defects were observed on any of the samples. All samples were also tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 8120618. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had a barrel that appeared larger than seen in the past. Some syringes did not draw medication.